Event description:
It was reported that during a novasure procedure, the physician found after the ablation that the array had a hole and the sheath was torn after the procedure. No harm to the patient reported. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted and the investigator could confirm that the array had a hole. Functional tests were not conducted as the device is unable to execute any test, because the cables were cut. Hence, the complaint can be confirmed. This observation will be monitored and trended.